Event description:
Patient reported that her adhesive pad became loose then fell off this morning. Patient confirmed that she used alcohol and allowed it to dry prior to applying the device. Patient stated that it's hot where she lives as she had been sweating when this occurred.